Manufacturer narrative:
No product was returned for analysis. After molding the sheaths are 100% visually inspected to verify the hole punches are not visible below the handle. During manufacturing, sheaths are monitored and random samples are visually inspected for defects, dimensionally inspected for length, and destructively tested for handle integrity. During packaging, sheaths are 100% visually inspected for defects, including the presence of hole punches that are visible below the handle. While there are several contributing root causes, the likely cause of the handles detaching is due to improper tube placement during molding. The occurrence rate is within the acceptable occurrence rate per greatbatch medical risk documentation. This lot was manufactured prior to any corrective and preventive actions taken. Corrective and preventive actions have been implemented and are detailed within the CAPA e.g. Procedural improvements to the inspection process.

Event description:
It was reported that the two handle/wings detached from the sheath. The sheath did not migrate and was removed with no complications.